Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) found a similar complaint reported on work order (B)(4). The reported issue was unconfirmed by the manufacturer and found to functioning within normal specifications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the bas tm on behalf of the PICC team that the sr 8 ultrasound (9770500) system has a poor image quality that seems 'muttled.' The vascular structures are difficult to see and more specifically when viewing smaller and more shallow piv placements.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality is unconfirmed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) found a similar complaint reported on work order #00001414. The reported issue was unconfirmed by the manufacturer and found to functioning within normal specifications.

Event description:
It was reported by the bas tm on behalf of the PICC team that the sr 8 ultrasound (9770500) system has a poor image quality that seems 'muttled.' The vascular structures are difficult to see and more specifically when viewing smaller and more shallow piv placements.